Manufacturer narrative:
B3. Used first day of aware date as event date was unknown. B5. Updated. Device evaluated by manufacturer. The rotapro console device was returned for analysis. During visual inspection, visual scratches were noted on the device. The console failed the final functional test with an unexpected reading for the offset-normal mode minimum flow rate due to a damaged pneumatic kit. The pneumatic kit from the gold unit was replaced during analysis, resolving the issue. The reported event was confirmed.

Event description:
It was reported that the speed was abnormal. A rotapro console was selected for use. During the procedure, it was noted that the speed was abnormal. There were no patient complications reported post procedure. It was further reported that before inserting the device inside the patient, it was noted that the maximum speed reached was 130,000rpm during dynaglide mode and a sound was heard when the issue occurred. The procedure was completed using the device with a defect.

Manufacturer narrative:
B3. Used first day of aware date as event date was unknown.

Event description:
It was reported that the speed was abnormal. A rotapro console was selected for use. During the procedure, it was noted that the speed was abnormal. There were no patient complications reported post procedure.

Manufacturer narrative:
B3. Used first day of aware date as event date was unknown. B5. Updated.

Event description:
It was reported that the speed was abnormal. A rotapro console was selected for use. During the procedure, it was noted that the speed was abnormal. There were no patient complications reported post procedure. It was further reported that before inserting the device inside the patient, it was noted that the maximum speed reached was 130,000rpm during dynaglide mode and a sound was heard when the issue occurred. The procedure was completed using the device with a defect.